Event description:
It was reported that when patient's ins (implantable neurostimulator) worked it worked great but when it went out "she didn't feel so good." It was stated that the stimulation had stopped the night prior to the report so patient's pain returned. Additional information has been requested but was not available as of the date of this report. When received, a supplemental report will be submitted.

Manufacturer narrative:
Concomitant: product ID 37754, serial# (B)(4), product type recharger product ID 37746, serial# (B)(4), product type programmer, patient product ID 39565-65, serial# (B)(4), implanted: 2013-(B)(6), product type lead. (B)(4).